Manufacturer narrative:
Section h6 (method code): additional information . Device history record (DHR) review: the device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, h6 (conclusion code): additional information. Updated manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. It was reported that the patient had underlying chemo-induced cardiomyopathy (cmp) and was implanted with the heartmate 3 (hm3) on (B)(6) 2020. The patient was discharged home on (B)(6) 2020, returning to the hospital every other day (eod) for dialysis. It was reported that the patient had ongoing sepsis and had a colostomy done due to metastasis of their underlying cancer in their colon. The patient was readmitted to the hospital for intensive care for their sepsis and dialysis one week after discharge, where the patient ultimately expired on (B)(6) 2020, due to sepsis. It was reported that there were no device or therapy issues associated with the patient¿s death and that the pump was functioning as expected. Sepsis is listed in the hm3 left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section of the IFU contains a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2020, states that patient with underlying chemo-induced cmp was implanted with hm3 on (B)(6) 2020, and discharged home on (B)(6) 2020, returning to hospital for eod dialysis. It is reported patient has ongoing sepsis and colostomy done due to metastasis of her underlying cancer to her colon. She was readmitted to hospital for intensive care for her sepsis and dialysis 1 week after discharge where she finally succumbed leading to her demise on 28 aug. The hm3 pump was functioning as expected according to primary physician.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to sepsis. Per information provided, there was no device or therapy issue associated with the outcome. The device was not explanted.